Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed watchdog timeout. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The down arrow button did not respond due to a flattened button dome switch. No error alarms could be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.